Manufacturer narrative:
72400098, 419832004, control pump fgs. 72400024, 418873003, balloon fgs 61-70 cm.

Event description:
It was reported that patient had artificial urinary sphincter (aus) placed on (B)(6) 2005 and started noticing leakage about a year ago. The old aus system was removed and replaced with a new aus system. New system functioning as designed. The physician stated he thought atrophy of the urethra was the cause of patients leakage. When making the new space for the cuff the physician got into the urethra. He replied with multilayer closure. He implanted the cuff with no issues and aus functioning as designed. Additional information was received. Patient experienced full leakage before aus implant. Incontinence is better since the new aus was implanted.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. 72400098, 419832004, control pump fgs. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. 72400024, 418873003, balloon fgs 61-70 cm. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient had artificial urinary sphincter (aus) placed on (B)(6) 2005 and started noticing leakage about a year ago. The old aus system was removed and replaced with a new aus system. New system functioning as designed. The physician stated he thought atrophy of the urethra was the cause of patients leakage. When making the new space for the cuff the physician got into the urethra. He replied with multilayer closure. He implanted the cuff with no issues and aus functioning as designed. Additional information was received. Patient experienced full leakage before aus implant. Incontinence is better since the new aus was implanted.